Event description:
It was observed that during the device evaluation, the subject device exhibited minor stains under light guide cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found minor stains under light guide cover glass. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.